Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the inflation valve on the short port btt surgical port dislodged. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the short port was returned with the black inflation valve secure in the btt port and there were no non-conformities with the device. There was some blood on the device. The balloon was inflated with 25 cc of air. The balloon inflated properly and upon removal of the syringe, the balloon remained inflated and the black inflation valve did not dislodge. Based upon these findings, the reported failure mode "btt inflation valve dislodged" is not confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).